Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting the attune cementless femoral component the red articulation dial cracked and broke into two pieces. It was also indicated that all the parts were recovered and decontaminated.

Manufacturer narrative:
It was reported that while impacting the attune cementless femoral component the red articulation dial cracked and broke into two pieces. It was also indicated that all the parts were recovered and decontaminated. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.